Event description:
It was reported that a shock was aborted due to a possible low, out of range, high voltage lead impedance. Fluoroscopy revealed externalized conductors. System replacement was discussed. The patient will continue to be monitored. The patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.